Manufacturer narrative:
On september 5, 2025, novocure received a response from the prescribing physician. The physician confirmed that the patient had no prior history of panic attacks or depressive moods before initiating optune gio treatment in combination with temozolomide. During therapy, the patient began experiencing a sensation of warmth on the head, which escalated into significant mental agitation, particularly during nighttime hours. Notably, the symptoms subsided once the transducer arrays were removed. However, upon reapplication of the therapy, the same symptoms reappeared, prompting the patient to discontinue optune gio. The physician reported no signs of disease progression and assessed the adverse event as a pronounced psychological reaction to optune gio rather than a consequence of glioblastoma or its progression. Since discontinuing treatment, the patient has not experienced a recurrence of these symptoms.

Event description:
A 63-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on august 7, 2025. On (B)(6) 2025, novocure was notified that the patient experienced a panic attack during the first night using optune gio, which the patient believes was triggered by the device. The patient reported feeling panic and depression. The patient removed the arrays and took diazepam, which reportedly relieved symptoms. It was noted that the patient had a history of panic attacks prior to initiating optune gio therapy and had been prescribed diazepam for use as needed. The patient stopped optune gio therapy on (B)(6) 2025. Attempts have been made to contact the prescribing physician for additional information, but no response has been received to date.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient's panic attack requiring medical intervention cannot be ruled out. Panic attack was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 56 reports of panic attack in the commercial program to date.